Event description:
The account received error 3700 (unable to process test, wash aspiration error for probe) when processing on the architect analyzer. Abbott service changed the temperature board on the architect at the account. No results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation currently in process. The architect temperature controller board (tcb) version 78560-109, is susceptible to electrical magnetic interference (emi). Electrical magnetic interference can cause a tcb board reset, which results in loss of temperature control and monitoring on the system. This situation does not stop processing module operation and does not generate an alarm to alert the operator when this condition occurs. Normal functionality can be restored by cycling power to the processing module. However, the reset can still occur. Patient results can be affected if they are generated during a loss of temperature control to the heaters on the architect i2000 and architect i2000sr processing modules. The impact on results varies depending upon the assay and the temperature of the heaters at the time the assay is run. Abbott has not received any reports of adverse events related to the architect temperature controller board. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.